Event description:
The original report was filed based on an insider article; this follow-up represents additional information provided as part of a lawsuit. The patient reported the additional events of pain during and after intercourse, painful erections, and fluid discharge.

Manufacturer narrative:
Pain during and after intercourse, painful erections, and fluid discharge are all known side effects of this surgical procedure. Before undergoing the procedure, patients go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, are discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "extended penile or scrotal pain and discomfort". "Patient of partner dissatisfaction with results". "Fluid accumulation". "Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain as anticipated adverse event. The post-operative handbook includes information about the cadence of nighttime erections and states these may be painful during the recovery period. The patient may be provided medication and is required to notify the medical office for additional support.

Event description:
Events were discovered when an article was published by insider on (B)(6) 2023. This patient states that he experienced post-operative pain and erosion in which the implant punctured the skin. The patient also stated that he experienced the following events after his penuma was removed by a physician outside of the penuma network: penile retraction, loss of sensation, scarring, and pain at the bottom of the shaft.

Manufacturer narrative:
Swelling, pain, and scar tissue formation are known side effects of surgical procedures and are not considered serious injury. Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "infection or erosion of silicone block requiring removal." "Extended penile or scrotal pain and discomfort." "Temporary reactions, swelling and/or erythema" may occur "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity." "Moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures." "Penile shortening." "Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery. The patient had several non-compliances during his post-operative treatment, including not following up with the clinic for week 2,3,7 and 8 after surgery. The patient had also not provided full clearances by the clinic to resume various activities and appeared to have violated the requirement to avoid tobacco and/or recreational drugs. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile contracture and loss of skin sensitivity/sensation as anticipated adverse events. An article was published in (B)(6) of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature, shortening, and loss of sensation were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. A review of all complaints from 2014 to 2023 found 9 reports for loss of length. In combination with this event (and one other from the insider article) and previous complaints, shortening/contracture/loss of length is occurring at a rate of 0.24% (11/4645). A review of all complaints from 2014 to 2023 found 4 reports for loss of sensation/change of sensation. In combination with this event (and three others from the insider article) and previous complaints, loss of sensation is occurring at a rate of 0.17% (8/4645). A review of all complaints from 2014 to 2023 found 6 reports for erosion. In combination with this event (and one other from the insider article) and previous complaints, erosion is occurring at a rate of 0.17% (8/4645). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.